Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The macroscopic and microscopic investigations showed that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The fractured surface had appearance of a low cycle fatigue rupture. Evidence of forced rupture and secondary cracks also existed. In addition, swinging lines of a fatigue breakage were visible to some extent. The root cause for the reported event can be attributed to one or repeated powerful dynamic overload of the fractured area of the plate. No indications were found for any material or manufacturing related issue.

Event description:
During the last post surgical examination for the patient, the x rays showed ruptured plaque.

Event description:
During the last post surgical examination for the patient, the x rays showed ruptured plaque.